Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient saw a pa and they were able to clear the por, however, the patient has not had therapeutic effect since clearing the por. They had an appointment with their doctor scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0am2p, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The consumer reported that there was a power-on-reset (por) code. The patient was in the hospital with a heart problem at the time the por was seen. Heart diagnostic equipment was used on the patient, indicating that there was electromagnetic interference (emi) exposure. There were no reported symptoms. This occurred on (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.